Event description:
It was reported that the device's defibrillator capacitor needs replacement. There was reportedly no patient involvement. The bench tech evaluated the device and determined that the defibrillator capacitor requires replacement, however the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The device was returned to the customer site and no further evaluation is warranted at this time.